Manufacturer narrative:
Reported event: when the boot was opened for the case the scrub noticed the boot was frayed and sharp. Case type: tka. Product evaluation and results: visual inspection confirms the boot assembly has splintered on the boot. See attached image. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/24/2018. No non-conformances were identified during inspection. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 07/06/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot 201843030805 shows 3 additional complaints related to the failure in this investigation, (B)(4). Conclusions: the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
When the boot was opened for the case the scrub noticed the boot was frayed and sharp. Case type: tka.

Manufacturer narrative:
Reported event: when the boot was opened for the case the scrub noticed the boot was frayed and sharp. Case type: tka. Product evaluation and results: visual inspection confirms the boot assembly has splintered on the boot. Product history review: review of the device history records indicate 148 devices were manufactured and accepted into final stock on 04/24/2018.no non-conformances were identified during inspection. Review of the device history records indicate 3 devices were manufactured and accepted into final stock on (B)(6) 2018.no non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843030805 shows 3 additional complaints related to the failure in this investigation, pr (B)(4). Conclusions: the event was confirmed. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
When the boot was opened for the case the scrub noticed the boot was frayed and sharp. Case type: tka.